Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient, with an artificial urinary sphincter (aus), presented with recurring incontinence. Upon explant of the aus, the physician observed that no fluid was in the device. A new aus was implanted. No additional patient complications were reported.